Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent loss of capture (loc) on the left ventricular (lv) channel. No pacing inhibition of greater than two seconds was noted. Additional information provided from the field indicated no root cause for the loc was determined. The patient was given medication and will continue to be monitored. The crt-d was reprogrammed and remains in service. There were no additional adverse patient effects reported.